Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the cable was not working. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 11/19/2015. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. Results: date of manufacture: sep-2014. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review has been deemed satisfactory. A minimum of 12 month review of camcabl cable customer complaints was completed using the following key words ¿defective cable¿ and a root cause ¿product not returned¿ in search criteria. This review encompassed dates 31-july-2014 to 13-nov-2015. A total of two complaints were identified for the reported failure associated with the camcabl cable that has not been returned for evaluation. Conclusion: since the product was not returned after several documented requests for failure analysis investigation, no root cause can be established.

Manufacturer narrative:
Integra has completed their internal investigation on 1/21/2016. The investigation included: methods: evaluation of actual device. Review of complaint history. Results: evaluation of device: the camcabl cable serial number (B)(4) was returned for failure analysis investigation. The cable passed functional testing within specifications, no visual defects were observed, no fault was found. A minimum of 12 month review of camcabl cable customer complaints was completed using the following key words ¿defective cable¿ and a root cause ¿could not duplicate¿ in search criteria. This review encompassed from dates 31jul2014 to 18jan2016. The analysis of the complaint investigations and root cause reports has concluded this complaint is the (B)(4) identified complaint for the reported failure associated with camcabl cable that could not be duplicated. Since the complaint incident could not be duplicated and the camcabl cable was verified as working to specifications, no root cause can be established.